Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the cartridge was filled with over 450 units; however, the customer does not know by how much. Additionally, it was reported that the cartridge leaked from an unspecified location. The customer successfully loaded a new cartridge. The customer's blood glucose level was 200 mg/dl.